Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly under-sensing on magnet electrograms (egms). It was also reported that the right atrial (ra) lead was possibly over-sensing on some egms. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: initial reporter occupation. If information is provided in the future, a supplemental report will be issued.